Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No over or under delivery anomaly, failed battery test alarm, pump reset or time clock anomaly noted. There was no bolus delivery noted on (B)(6) 2018. The download history file lists a 6.5 unit bolus on (B)(6) 2018 at 22:29:56 that was programmed and delivered. The button event file confirmed the customer manually programmed and delivered the 6.5 unit bolus. No bolus anomaly noted during testing. The insulin pump uploaded properly using care link. The insulin pump had cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over delivering insulin and causing them to go low. The customer¿s blood glucose level was 62 mg/dl at the time of the incident. The customer had 10 incidents in the past month where they had to use glucagon to treat their lows. The customer was at 126 mg/dl at the time of the call. The pump was delivering in programmed insulin. The customer also got a failed battery test alarm. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.